Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose (bg) level was 568 mg/dl. The customer administered a correction bolus via the pump to address the bg. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.